Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error both the ram and flash copies of current user settings are corrupt. The customer¿s blood glucose was 15 mmol/l. Customer states that they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.